Event description:
It was reported that the device had an electrical reset. It was noted that the patient was undergoing radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device experienced another electrical reset. The patient began radiation therapy again. A transmission report showed the device with an incorrect battery measurement. The patient will be brought into the clinic to clear the reset on the device. The device remains in use.

Manufacturer narrative:
(B)(4).